Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during setup, a 980 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event.

Event description:
The service engineer (se) inspected the device and found the breath delivery (bd) backplane to compressor cable damaged. The se replaced the backplane to compressor cable. The se performed calibrations and extended self-testing on the device and all tests passed.